Manufacturer narrative:
G1: manufacturer details updated h3: product analysis: part# 6550004 lot# kh17a088 visual and optical examination identified it appears that part of the tip of the instrument has been sheared off and the rest of the tip is twisted. The metal deformation gives indication that the failure was the result of torsional overload. H6: fdm and fdr codes updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding an event which occurred during l3 pelvis posterior fusion with pedicle screws. It was reported that the tip of the driver broke off during normal use in a procedure when attempting to adjust a screw. The forces on the interface of the driver tip and screw caused the tip of the drive to shear off. This issue was noticed immediately and the broken tip was retrieved and disposed of. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.